Event description:
Healthcare worker experienced burning sensation with whitening of the right hand middle three fingers after unloading instruments from a completed load. White residue noted on arthroscopic instruments. Worker rinsed off contact site with water and symptoms resolved in 2 1/2 hours. The vaporizer plate was reported as not in place at the time of the event.